Event description:
Caller alleged discrepant results with inratio versus lab. Intratio 7.5; lab 2.2. Caller also alleged getting errors codes, but was not the testing nurse. Caller performed a self test and got result of 1.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date (B) (6) 2009; inratio 7.5; lab 2.2; mean 4.85; confidence limits 2.8-7.2. The mean of the inratio meter and comparative system inr were calculated. Lab value falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. Unable to perform test on retained strip, due to unavailability of strip ln 080801a. No further investigation is required. Normal donor test performed on meter with valid result. Meter deficiency not established. Device is not expected to be returned for evaluation. Investigation is closed. No corrective action is required, as no product deficiency was established.